Event description:
It was reported that during lead implantation procedure at the time to attach the stim lock to the ring and close the door around the lead, the surgeon could not get the door to stay closed. He attempted upward of 10 times and the door of the stim lock would not stay closed. Attempted to move the lead further into the "v" of the door with no success. The door did stay closed at the beginning of procedure when testing the fit into ring and closing the door of the stim lock without the lead in place. A new kit was opened and used without issue. Malfunctioning stimloc was discarded. Additional information was received from manufacturer representative (rep). Rep reported the cause of the stimloc not closing was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.